Event description:
This device was removed due to out of range impedances and loss of sensing and capture on the ra port. The physician attempted several leads, but none of the leads functioned with this device. The physician replaced this device and all of the leads were fully functional and within range.